Event description:
I ordered byte aligners and wore them as instructed. I contacted byte in (B)(6) 2024 to report the defective product, and tooth pain following byte aligner treatment. Customer service requested pictures of my teeth and aligners, which I sent to them. I did not hear back from them. In approximately (B)(6) 2024, I went to see my dentist for wisdom tooth pain. After several visits they determined that my wisdom tooth needed to be extracted because it was broken ((B)(6) 2025). I had oral surgery on (B)(6) 2025 and they extracted (2) wisdom teeth, top and bottom on right side. I believe this surgery was a direct result of the defective byte aligners. I paid for the byte aligners, several dental appointments for tooth pain, and the amount not covered for the wisdom teeth extraction. Order # (B)(4). Patient ID (B)(6).